Event description:
The following was reported to hamilton medical ag: device is showing loss of external power alarm. 24volt dc output is not coming from the power supply board. During device is preparing to patient use. No patient harmed. Pateint shifted to another ventilator

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).